Event description:
In 2009, product surveillance received a letter, via fax, from the home pt (hp) regarding variable drain amounts. The hp revealed that two nights prior, the initial drain volume was 4350ml. Product surveillance contacted the nurse the following day; the nurse verified that the pt's fill volume is 2500 ml. These volumes meet the increased intraperitoneal volume (iipv) criteria. The nurse stated the pt was seen since this event; the pt did not have any symptoms and did not mention the excessive drain volume. According to the nurse, the pt has gone through 5 cyclers and continues to have this difficulty. The nurse could not provide any additional info. Product surveillance contacted the pt's wife four days later, the wife stated they think the pump on the device is faulty. The wife stated the initial drain varies from 11 minutes to 19 minutes and therefore, they feel the device is erratic in pumping and timing. The pt will swap the device and will receive a brand new homechoice. There was no pt injury or medical intervention.

Manufacturer narrative:
CAPA is currently listed on the reportable malfunctions list for the malfunction of over-delivery/iipv.